Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Images showed that the aortic diameter distal to the left common carotid artery was 26mm and the diameter just distal to the implanted tag device was 17mm. According to the gore tag thoracic endoprosthesis instructions for use the intended aortic diameter for the (B)(4) is 24-26mm.

Event description:
On (B)(6) 2010, the patient was implanted with a gore tag thoracic endoprosthesis to treat a traumatic aortic rupture. Images from (B)(6) 2011 showed that the device had compressed leading to a proximal type I endoleak. On (B)(6) 2011, a reintervention took place to implant a conformable gore tag thoracic endoprosthesis. The patient is reported to be in good condition.